Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and no anomalies were found. The setscrew marks on the connector pin were too proximal. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The exposed superior vena cava defibrillation coil was covered in body tissue/fibrotic growth. The exposed right ventricular defibrillation coil was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Concomitant medical product: 419488 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.